Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to damaged pins on port 1. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It is outlined to inspect the power connections once a week, one at a time when changing the power source. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the "vad coordinator, that patient had his back-up controller and two batteries stolen while on a bus." On (B)(6) 2015 "the patient showed up at the emergency department (ed) because he was unable to connect a power source to one side of his controller." Upon inspection "the controller had visibly broken pins." "A controller exchange was performed successfully in the ed." No additional information provided. Investigation is ongoing.